Manufacturer narrative:
H3: it was found in the analysis that the service report confirmed the reported event about sticking together and that the handpiece arrived with a blade (bur) stuck in the (handpiece) housing and noted that the bur was removed. Visually, the inner shaft was broken 1.04 inches from the distal end of the inner hub when returned. Under magnification, there were scratches and indentions on the outside diameter of the shaft that were consistent with tool marks. Additionally, there was deformation in the outside diameter of the distal end of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.359 inches in the deformed area which was out of specification. The hub bushing had traces of wear. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the drill bit got stuck inside m5 handpiece. There was no patient involved.